Event description:
A (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The (B)(6) result was reported to the physician(s). The laboratory received another sample from the same patient on a later date which was run in duplicate and resulted (B)(6). The laboratory then reran the initial sample in triplicate on the same instrument, and it resulted (B)(6). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The cause of the (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.